Event description:
2025-01-28: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. Patient injury: hitting contralateral medial marleolus over superior aspect of bone. Lead to brusing + swelling. Occurred: on (B)(6) 2024. The exact date of event is unknown. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. 2025-02-13: during the technical investigation the device functions were tested, and components were inspected. The reported issue could be replicated; however, the clamps were noted to be in incorrect order and showed extensive corrosion. In additional, several components were damaged. The device showed signs of poor cleaning. The device has not been sent to integrum for annual service according to the IFU. During the service all damaged components were replaced and the unit was functionally tested according to specification with approved results. A feedback report will be sent to the customer highlight the importance of following axor ii top components inspection instruction' for details of how to re-assemble the axor ii following service/cleaning. Incorrect assembly may affect the device function. Pay attention that the correct clamp sequence is followed. Integrum would like to highlight the importance of cleaning the axor ii in accordance with the IFU. Failure to adhere to the instructions may affect the axor ii's function. Correct cleaning is also important prior to shipment for service. Failure to adhere to the instructions can compromise the safety of integrum staff. A remember to send the device to integrum for annual service.